Event description:
It was reported that during the procedure, pre-dilation of the diffusely diseased heavily tortuous right coronary artery (rca), with the lesion extending from the proximal to distal areas of the rca, was performed using a 2.5x12 trek balloon dilatation catheter. A 3.0x18 xience v rx stent delivery system was then advanced to a mildly calcified lesion in the proximal rca without resistance. While deploying the 3.0x18 xience v rx stent, a dissection occurred. Post stent deployment, no resistance was felt during withdrawal of the stent delivery system. The dissection was successfully treated via deployment of a 3.0x23 xience v rx. A 2.75x33 rx xience prime was then deployed to treat the remaining lesion area. The patient was referred for medical intervention. The patient is still hospitalised, but may be discharged soon, as the patient is reportedly stable and doing well. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.